Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer controller and pyxibus controller for drawer. A field service engineer replaced the drawer controller, pyxibus controller for the drawer and a new cubie was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that had a drawer failure where pockets were unable to open. A customer reported able to get medication from another station and there was also a delay in patient care workflow. There were no adverse events or injuries reported based on this incident.